Event description:
As part of a legal mediation effort, intuitive surgical inc. (Isi) received information including medical records concerning a patient who underwent a da vinci si total hysterectomy with bilateral salpingectomy, right oophorectomy, and high uterosacral suspension procedure on (B)(6) 2011. The medical records indicate that the patient sustained a post-operative complication. Based on the medical records provided, the patient had a preoperative diagnosis of pelvic endometriosis, dyspareunia, and abdominal pain. The medical records also revealed that the patient was treated on multiple occasions for interstitial cystitis and dysuria between (B)(6) 2011 through (B)(6) 2012. The patient was treated with silver nitrate instillations and/or underwent bladder catheterizations. According to the operative report, after understanding the nature and risks of the procedure, this patient signed informed consent. The surgeon stated that the da vinci si surgical procedure was completed with no complications. The surgeon closed the vaginal cuff with sutures and stated in the operative report that excellent vaginal cuff support was noted. The patient tolerated the procedure well and at the completion of the procedure, she was transferred to pacu for recovery in good condition. No malfunction of the da vinci si system, an instrument, or an accessory was reported during the da vinci si surgical procedure. On (B)(6) 2012, the patient was evaluated for vaginal cuff avulsion into the peritoneal cavity. The patient underwent repair of the vaginal cuff dehiscence without complications and was treated post-operatively with IV antibiotics. According to the operative report, the patient tolerated the procedure well and was transferred to pacu for recovery in good condition. The patient was discharged home on (B)(6) 2012 with oral pain medications and an oral antibiotic.

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause of the post-surgical complication experienced by the patient. The operative report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred after the surgical procedure was started. No previous complaint was reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2011. No system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient sustained vaginal cuff dehiscence after undergoing a da vinci si surgical procedure.